Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (20 mg/ml) at 9 mg/day via an implantable pump for spinal pain. Beginning in (B)(6) of 2016 the patient had a possible granuloma. The patient had been fine until a refill on (B)(6) 2016. Since then the patient felt that the pump was not working. The patient was admitted through the ER (emergency room). It was felt that he had some withdrawal symptoms. A dye study was performed on the morning of (B)(6) 2016 in the clinic. They could easily aspirate from the catheter access port (cap), but when the healthcare provider attempted to inject the dye, the patient complained of severe pain across his low back and asked that the procedure be stopped. Assuming a granuloma, the healthcare provider scheduled the patient for surgical intervention in the operating room and changed the catheter. In the operating room the catheter was removed easily. The catheter was completed explanted and replaced on (B)(6) 2016. A neurosurgeon assisted to close the entry site and a new catheter was placed at t10. There was no problem with the pump, but it was also replaced at this time due to it being over 4 years old. A granuloma was not confirmed as the catheter pulled out easily. The patient cannot tolerate mris due to positioning. They were unsure what caused the patient¿s pain during the dye study, but assumed it must have been a small granuloma. As of (B)(6) 2016 the issue was considered resolved and the patient was alive with no injury. The patient was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.